Event description:
The customer reported via phone call that he keeps getting a motor error alarm on the insulin pump. Customer's most recent blood glucose was 224 mg/dl. Customer stated that the alarm occurred during prime and during restart after a battery change. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, and motor test. Pump was received with a stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There were minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.